Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify keypad unresponsive or button error alarms or e/a alarms due to critical pump error. Corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer received open book image on insulin pump screen. No harm requiring medical intervention was reported. The customer received an alert before the open book image was displayed on the screen. The insulin pump will be returned for analysis.